Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Additional information was received from the field that they were able to replicate the issue with the same patient. When a different patient exam was tested, the system behaved normally. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for thermal therapy system bone anchor placement with an automated trajectory guidance unit. It was reported that intra-operatively, there was a low memory warning upon entering the registration task. It was acknowledged and the registration proceeded. However the system seemed to take longer than normal to process additional data during registration, for example when the site stopped tracing and let off the footswitch it would take ~10 or more seconds to recalculate the registration. This seemed longer than their previous registration experience but did not cause more than a one minute delay. The procedure was completed using the navigation system and there was no reported impact to patient outcome. It was also reported that the same error message was observed after the case when navigating between screens and taking screenshots and pulling archives.